Event description:
It was reported that there was a button error alarm. The blood glucose reading was not known. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.